Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer instrument involved with this complaint. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument had insufficient sealing. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer had insufficient sealing. The clinical sales representative (csr) informed that the instrument was working normally earlier (in different arms and under the control of both masters) with no issues; however, sealing functionality seems to have diminished. The technical service engineer (tse) viewed system event logs; however, no vessel sealer faults or discrepancies were being reported by the system. The clinical sales representative (csr) confirmed that there was nothing hindering the instrument jaws from it's sealing functionality (excessive char, etc.). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.